Manufacturer narrative:
The recipient was reportedly explanted due to a tip fold over of the electrode array.

Event description:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.